Event description:
It was reported that surgeon accessed left femoral artery to insert an iab sheathless. Iab was loaded onto guidewire, but it was not possible to place it. The iab was stuck on guidewire. Using a sheath introducer from the first kit, they tried to insert an iab-04830-u, but it would not go through the sheath. Customer is aware iab-04830-u requires a 9fr sheath introducer. Introducer remained in place and an iab-05840-lws was inserted w/o difficulty. There was no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.